Manufacturer narrative:
No device returned as of (B)(6)2025 therefore no sample evaluation cannot be conducted. If a sample returns this report will be re-opened and re assessed. Internal complaint number: #(B)(4).

Event description:
As per esoks translation: (B)(4) email from customer. Email from customer to (B)(4). Following a gastrostomy on (B)(6)2024, the medical staff observed bleeding at the orifice on the (B)(6)2025. Local care is then provided. 03/12/2025 in the morning: discovery of a balloon deflated: the probe is removed allowing the observation of a porous balloon. Device is available for return. Date of incident: (B)(6)2025. Location of incident: resuscitation. Circumstances of incident / description of facts. Following a gastronomy on (B)(6)2024, we noticed bleeding around the opening on 02/01: the area was then treated. On the morning of (B)(6)2025: balloon found to be deflated: the tube was removed enabling us to see that the balloon was porous. Clinical consequences observed. No direct clinical consequences. Precautionary measures and actions taken: the laboratory has been informed and the device is being held at the pharmacy in case the laboratory wishes to analyse it. The customer confirmed the incident did take place on (B)(6)2025.